Manufacturer narrative:
(B)(4). Results: stent thrombosis.

Event description:
Previously reported stent thrombosis was treated with unknown brand stents. It is reported that the patient suffered a gi bleed approx 20 months post index procedure. Patient was given oral liquids and IV fluid, hypertension medication was stopped and the patient had a colonoscopy. Investigator has assessed that the event was not related to the study device. It is reported that the patient recovered.

Event description:
Patient had 2 endeavor sprint drug eluting stents implanted in the lad during the index procedure. Approximately 16 days post the index procedure suspected stent thrombosis of the study stent occurred. A revascularization was carried out.

Manufacturer narrative:
Results: haemorrhage. Conclusions: haemorrhage. (B)(4).